Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout, the physician noted that although the right ventricular (rv) lead was functioning, they were concerned due to an apparent repair made to the lead for visible wear on the outer insulation. The physician felt it was prudent to replace the lead since the pocket was open and they could get venous access. The lead was capped and replaced. No patient complications have been reported as a result of this event.